Event description:
It was reported that the lead was capped and replaced due to decreased pacing lead impedance. The patient is doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.